Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 28, 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt by phone to obtain add'l info. The cca noted the reported meter stopped working about one month before the pt called lfs and she was "guessing her treatment with food and medication". The cca noted the pt takes 20 to 25 units novolin insulin 20 to 25 units novolin n insulin, and metformin 1000 mg two times (daily dosage presumed). The pt said she sometimes experiences symptoms that might be associated with high blood glucose and sometimes shakes and thinks she has to eat. She described having these symptoms at unspecified times after the alleged product issue started. The pt said she administered self-treatment with food and unidentified oral medication. The cca noted that the meter turned on when the power button was pressed but not when a test strip was inserted into the test strip port. The pt's products were replaced. The complaint is reported because the pt alleges that she experienced a combination of symptoms that might be associated with hyperglycemia or hypoglycemia after the reported issue.